Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked a supraventricular tachycardia (svt) with aberrant conduction. Boston scientific technical services (ts) recommended review of antiarrhythmic medications and possibly an exercise treadmill test to see how morphology presents in other sensing vectors. No adverse patient effects were reported. The patient was discharged home and a holter monitor study was ordered. The device was later explanted for a dual chamber implantable cardioverter defibrillator (ICD).